Manufacturer narrative:
Ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that the unit failed. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that intermittently the touch panel was not displayed. There was no report of loss of ventilation. The carrier board was replaced to resolve the reported issue. This was not a reportable malfunction. Additional information was received that intermittently the touch panel was not displayed. There was no report of loss of ventilation. The carrier board was replaced to resolve the reported issue. This was not a reportable malfunction.